Event description:
The patient reportedly experienced intermittencies with her device. External equipment was exchanged, but the problem did not resolve. The decision was made to explant the device. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.